Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had an issue where the validation code was not working. The customer reported that while trying to issue oxycodone 5mg 03 01 the validation code was not working. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that validation code was not working. A technical support specialist found out the given code was overriding code not a validation code. The system functioned as intended after the technical support specialist investigated the device.